Event description:
On (B)(6) 2011: at 0538 yellow check band alarm sounds. Band adjusted. On (B)(6) 2011: at 0547 yellow check band alarm sounds again. Nothing appears wrong when band checked again, just minutes after first alarm. Exp date: sensors (B)(4).